Manufacturer narrative:
Product complaint (B)(4). Investigation summary examination of the returned devices confirmed the reported event. Depuy considers this investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two piece stem inserter, which threads into stem, could not un-thread once the stem was impacted.